Manufacturer narrative:
The insulin pump passed the displacement test, self test, unexpected restart error test, rewind, and basic occlusion test. The pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to moisture damage on the force sensor resistor. All operating currents are within specification. There was no moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, and a cracked display window.

Event description:
The customer's mother reported via phone call that her son fell off the boat and into the water. Customer's blood glucose was 180 mg/dl at the time of the incident. Caller stated that the pump was exposed to water and there is fluid under the lcd display. Customer was advised to discontinue use of the pump. Customer was advised to revert to a back-up plan.